Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. It was reported that a patient underwent a unicondylar knee arthroplasty. The patient developed pain postoperatively. It was noted on postoperative film approximately 6 weeks post-op that the tibia component had loosened. Approximately 8 weeks post-op the product failure required removal of implant, and total knee replacement surgery(tkr). Intended procedure: right knee conversion from unicondylar to total knee replacement. Device usage problem: device failed components in use listed as concomitant devices are: no181z / as univation xf femur cemented f2 rm. No158z / as univation xf tibia cemented t3 rm. Nl484 / univation f meniscal comp.t3 rm/lm 9mm. Ae-qas-compet-imp / collect. No. Qas implants from competitors.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. Conclusion and root cause: no product available and therefore an analysis is not possible, but we assume based on the information available, the root cause of this failure is not product related. Rational: it could be possible that there were problems with the cement technique. Potential sources of the faults relating to the cement: the processing time of the used cement was exceeded. Incorrect temperature. Unfavorable storage. The age of the cement. Incorrect handling with the cement. No CAPA is necessary.